Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider via the company representative who reported that the patient was in the hospital for a reason unrelated to the pump. There were no changes to patient¿s symptoms, no procedural issue, and no device issue. It was determined that the alarm was coming from another object in the hospital room, and not the pump itself. The issue resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider, consumer, and company representative regarding a patient with an implantable pump. It was reported by the healthcare provider that the patient was in the hospital and thinks her pump was alarming every 2 hours or so. The healthcare provider stated that patient was supposed to have a refill 2 days ago but did not since she was in the hospital. Pump was read and does not show any active alarms. Recommended checking logs and then trying to have another person listen to the sounds to see if it might be something other than the pump. The next day, company representative reported that the patient had been hearing the pump alarm the past couple of days. Patient described hearing 2 tones about every hour. Technical services reviewed non-critical alarm details. Company representative looked at the pump logs and verified that there was no pump alarm indicated in the logs and no events that they saw outside of programming steps that was listed from aug 23 and aug 29th. No symptoms were reported and the pump seemed to be working as it should.